Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5592 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
The patient reported that supra ventricular tachycardias (svt) had been showing up on their reports since the new implantable cardioverter defibrillator (ICD) was implanted and never had any svt with the previous ICD. The ICD remains in use. No patient complications have been reported as a result of this event.